Event description:
A malfunction alarm occurred with the customer's pump, identified as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions on handling potential future malfunctions. The customer was advised to continue using the pump and to contact support if the issue recurred, which did not happen after the reset.